Event description:
There was an allegation of questionable gen.2 ise indirect for na results for 3 patient samples on a cobas 8000 cobas ise module. The customer was prompted to repeat the samples as qc failed after performing patient testing. For patient 1, the initial na result was 147 mmol/l. The sample was repeated on another analyzer and the result was 139 mmol/l. For patient 2, the initial na result was 147 mmol/l. The sample was repeated on another analyzer and the result was 141 mmol/l. For patient 3, the initial na result was 146 mmol/l. The sample was repeated on another analyzer and the result was 139 mmol/l. The repeat results were deemed correct.

Manufacturer narrative:
The investigation is ongoing. Na.

Manufacturer narrative:
Calibration was last performed on (B)(6) 2023. The qc recovery data provided was acceptable. Based on the calibration and qc data, a general reagent performance issue could be excluded. The alarm trace showed many different alarms. The field service engineer (fse) replaced syringe seals, replaced the sample mechanism and the dilution nozzle, and decontaminated the system. Calibration, qc, and an ise check were performed successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.